Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured at 12 atms. The lesion being treated was 90% stenosed. A cypher stent was implanted at left main coronary (lmt) trunk to left anterior descending (lad) artery. The quantum maverick monorail balloon was crossed to the circumflex, and inflated to 12 atms. Angiography was performed. While inflating the balloon again, a rupture occurred at 12 atms. The physician thought the rupture was caused by the stent strut. The procedure was successfully completed with another of the same device. There were no pt complications. Pt status is reported as "good."

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.